Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. The device had no telemetry when it was received. The loss of telemetry was caused by battery depletion. The battery was sent back to the vendor for further evaluation. An internal short was present in the battery, which depleted the battery prematurely.

Event description:
This report is to advise of an event observed during analysis.